Manufacturer narrative:
Steris has notified the supplier, ags medtech of the reported event. The device subject of the reported event was not returned for evaluation. Without the return of the device, an exact cause could not be determined. Steris offered in-service training on the proper use and operation of the assurance clip; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a piece of wire from their assurance clip was protruding following deployment. The wire was removed from the patient to complete the procedure successfully. No report of injury.